Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, xerostomia, inadequate bone quality/quantity, mobility, history of tx-head, compromised general health.